Event description:
It was reported an echocardiogram showed valve stenosis. The valve was explanted and revealed thrombus. The valve was replaced with a mechanical valve. Additional information has been requested.